Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient receiving intrathecal baclofen 400 mcg/ml at 198.15 mcg/day, hydromorphone 10 mg/ml at 4.954 mg/day and bupivacaine 5.5 mg/ml at 2.7246 mg/day via an implanted pump for intractable spasticity and post spinal cord injury. A catheter occlusion was reported and the patient experienced increased pain. The programming date from the most recent refill prior to the event was (B)(6) 2016. On (B)(6) 2016, a catheter access port (cap) contrast study was performed and the catheter could not be aspirated. No action was taken and the event resulted in an unscheduled clinic or office visit. The outcome was ongoing. The event was related to the device or therapy; specifically the entire catheter and was not related to the implant procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type catheter.

Event description:
Additional information received indicated that the the catheter was explanted/replaced on (B)(6) 2016 and would be returned to the manufacturer. The pump was reprogrammed on (B)(6) 2016. The event was resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.